Event description:
The healthcare professional reported that a patient underwent mechanical thrombectomy of a middle cerebral artery (distal m1-m2 segment) and experienced vasospasm during the procedure. The initial ¿gc¿ scan showed that the embolic site was tapered. Atheroma was suspected; atrial fibrillation (af) was also present. Combined technique was used with a 5mm x 37mm embotrap iii revascularization device (et309537 / unknown lot number) and ace¿ 60 reperfusion catheter (penumbra). The ace¿ 60 reperfusion catheter was only advanced to the proximal m1 segment. The first pass was made with the system, but recanalization was not achieved. When the stent was deployed and imaging captured at the time of the second pass, the vessel ¿had tapered down to m2¿; ¿probably spasm¿. The frontal m2 was not visible, so a 3mm trevo® retriever (stryker) was used. The frontal m2 was recanalized, but the thrombus ¿seemed moved¿ and the ungular of m2 was not visible. The embotrap iii was again deployed from the ungular of m2. The spasm had subsided, and recanalization was managed. However, the stenotic region was re-occluded on the following next day. ¿it was flowing a little, and there was no spasm.¿ it was last reported that the patient remains hospitalized under monitoring. ¿the symptoms were stable from the time of arrival at the hospital, but it was a case that should have been considered whether therapeutic intervention should have been performed¿. The patient was ¿put off¿ until the next pass, but there was no therapeutic intervention for the spasm. Since the stenosis of the original embolus has not subsided, percutaneous transluminal angioplasty (pta) is being considered. The severity of the event was deemed moderate/minimal (non-serious) because the vasoconstriction was transient and thrombus recovery was not considered to be difficult in the first place. The physician commented that the stent traction caused vasoconstriction. The embotrap iii was allegedly used according to the instructions for use (IFU). Continuous flush was maintained. It was reported that the complaint device is not available to be returned. On 25-jan-2022, additional information was received. The information indicated that the patient was examined later, and it was noted that a pseudoaneurysm had developed at the m1 region of the middle cerebral artery (mca) where the embotrap iii stent retriever was deployed and retracted. The patient will subsequently undergo coil embolization as treatment. The patient also had surgery for valvular disease. During this valvular disease surgery, bacteria entered the blood, and the fever is continuing. Based on the additional information received on 25-jan-2022, this event meets MDR reporting criteria as a ¿serious injury.¿ on 01-feb-2022, additional information was received. The information indicated that the ¿spasm disappeared during the procedure.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The expiration date of the device is not known as the device lot number is not available / not reported. (B)(6). The initial reporter email address is not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that a patient underwent mechanical thrombectomy of a middle cerebral artery (distal m1-m2 segment) and experienced vasospasm during the procedure. The initial ¿gc¿ scan showed that the embolic site was tapered. Atheroma was suspected; atrial fibrillation (af) was also present. Combined technique was used with a 5mm x 37mm embotrap iii revascularization device (et309537 / unknown lot number) and ace¿ 60 reperfusion catheter (penumbra). The ace¿ 60 reperfusion catheter was only advanced to the proximal m1 segment. The first pass was made with the system, but recanalization was not achieved. When the stent was deployed and imaging captured at the time of the second pass, the vessel ¿had tapered down to m2¿; ¿probably spasm¿. The frontal m2 was not visible, so a 3mm trevo® retriever (stryker) was used. The frontal m2 was recanalized, but the thrombus ¿seemed moved¿ and the ungular of m2 was not visible. The embotrap iii was again deployed from the ungular of m2. The spasm had subsided, and recanalization was managed. However, the stenotic region was re-occluded on the following next day. ¿it was flowing a little, and there was no spasm.¿ it was last reported that the patient remains hospitalized under monitoring. ¿the symptoms were stable from the time of arrival at the hospital, but it was a case that should have been considered whether therapeutic intervention should have been performed¿. The patient was ¿put off¿ until the next pass, but there was no therapeutic intervention for the spasm. Since the stenosis of the original embolus has not subsided, percutaneous transluminal angioplasty (pta) is being considered. The severity of the event was deemed moderate/minimal (non-serious) because the vasoconstriction was transient and thrombus recovery was not considered to be difficult in the first place. The physician commented that the stent traction caused vasoconstriction. The embotrap iii was allegedly used according to the instructions for use (IFU). Continuous flush was maintained. It was reported that the complaint device is not available to be returned. On 25-jan-2022, additional information was received. The information indicated that the patient was examined later, and it was noted that a pseudoaneurysm had developed at the m1 region of the middle cerebral artery (mca) where the embotrap iii stent retriever was deployed and retracted. The patient will subsequently undergo coil embolization as treatment. The patient also had surgery for valvular disease. During this valvular disease surgery, bacteria entered the blood, and the fever is continuing. On 01-feb-2022, additional information was received. The information indicated that the ¿spasm disappeared during the procedure.¿ based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel / arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap iii IFU as such. Vascular injury, such as pseudoaneurysm, is a known potential procedural complication associated with the embotrap iii in endovascular mechanical thrombectomy. Per the IFU: the use of stent-retrievers in the removal of thrombus due to atherosclerotic lesions has not been evaluated and therefore the use of embotrap iii in such lesions is not recommended. Review of the available information suggests that vessel characteristics (i.e., suspected atheroma), patient, and procedural factors may have contributed to the reported events. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. According to the complaint report, the vasospasm was transient, and does not appear to have warranted medical and / or surgical intervention. Therefore, this event does not reach the severity level for the classification of serious injury. The vascular pseudoaneurysm required surgical intervention to prevent progression or further complications, and the relationship of the device to the event cannot be disassociated, the event meets MDR reporting criteria. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.